Event description:
It was reported that during a lap left nephrectomy procedure while attempting to ligate a vessel, the device produced a malformed staple. The staple subsequently did not ligate the vessel and dislodged. The device was re-fired with no adverse outcomes and was used to complete the case. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.